Event description:
Abbott freestyle 14 day libre 2 is garbage and someone is going to die because of this faulty product. Last night, was approximately the 5th glucose sensor that came off within past month. They are dangerously putting diabetics lives in danger and, I shouldn't have to sit here without glucose sensors. Please investigate them immediately someone is going to die. Last night's sensor was lot 6363233 sn (B)(4) exp 12-31-21 pure garbage product. I've even had my endocrinologist apply only to have the sensor fall off in less than 24 hours. Way faulty product. And yes, I have reported each incidence to abbott who doesn't seem to care one way or the other. This product too will be on its way back to abbott. They should be immediately pulled from the shelf. This is a dangerous product. FDA safety report ID # (B)(4).